Event description:
Per the oos, this system was removed due to infection. This system was replaced with competitor's devices. Explanted system: lumax 340 hf-t, MDR: 1028232-2008-00836. Corox otw 85-bp, MDR: 1028232-2008-00837. Linox sd 64/16, MDR: 1028232-2008-00838. Setrox s 53, MDR: 1028232-2008-00839.